Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low blood glucose readings for the last two weeks. The customer's low blood glucose level of 28 mg/dl lead to a hospitalization. His family had to call 911 as well. The call was disconnected. The device was not returned.